Event description:
A physician reported a pt who was treated on 9/17/97 into the glabella and left nasolabial fold. On 10/10/97, the pt developed erythema, swelling and induration at all treatment sites. She was seen on 10/14/97 with violaceous swollen areas at the glabella and left nasolabial fold. The physician diagnosed a delayed hypersensitivity to collagen. Kenalog was injected intralesionally into the symptomatic areas, which improved the symptoms. The pt was seen with continued but improved symptoms on 10/21/97, 10/28/97, and 11/18/97; kenalog was injected into the symptomatic areas and ultravate topical cream was prescribed. The symptoms intermittently flared every two weeks and lasted for approx 4-5 days. The test site remained negative, and the facial treatment site symptoms have improved.